Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to right ventricular (rv) noise that was being oversensed. This resulted in three seconds of pacing inhibition. Technical services (ts) recommended to find out what the patient was doing at that time of the episode. The patient was evaluated in the clinic and isometrics was performed; however, the noise could not be re-created. Additionally, at the time of the episode it was noted that the patient was welding, moving things around and lifting. Ts discussed that the noise looks like diaphragmatic and provided programming options. The field representative will discuss with the physician. At this time, the device remains in service. No adverse patient effects were reported.